Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver tpn (total parenteral nutrition), with a 1500ml vtbi (volume to be infused), for a duration of 12 hours, and the delivery was started. No further programming parameters were provided. Approx 90 mins before the delivery was expected to be complete, the homecare pt reported the device powered off without sounding an audible alarm tone. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.